Event description:
Representative is unable to established telemetry with the device at follow-up in 2006. Using the ics 3000 programmer, there is no response. Using the epr 1000 programmer, the green light on the wand flashed briefly, but no telemetry was established. Technical services recommende immediate explant. Device received (25 days later).